Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into these types of events is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned to edwards lifesciences for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, there was no imagery available for evaluation. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. In this case, the balloon burst was unable to be confirmed. The available information suggests patient factors (calcification) likely contributed to the event as the event description stated, "the patient was noted to have small calcium on the sinotubular junction (stj)." The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In regard to the difficulty withdrawing the delivery system through the sheath, this event was also unable to be confirmed. The available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event as the event description reported that the balloon was ruptured after full expansion of the valve. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of the sheath tip, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 ultra resilia valve, the commander delivery system balloon ruptured after full expansion of the valve. There was also difficulty withdrawing the delivery system and 16fr esheath+ as a unit from the vessel. Hemostasis using the closure device (non-edwards) did not hold and as a result, a cutdown was performed. The cutdown was performed to the right iliac artery. The patient was noted to be stable on the following day. Subsequently, additional information was provided by the fcs revealing the cutdown was performed to control the bleeding that was attributed to the failure of the closure device to maintain hemostasis. It was also revealed that the patient had small calcium on the sinotubular junction (stj).